Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blood tubing set separated above the filter and y-site prior to the administration of blood. There was no patient harm.

Event description:
The customer reported that the blood tubing set separated and leaked above the filter and y-site prior to the administration of blood. There was no patient harm.